Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during cycle 4 of 5. The baxter technical service representative (tsr) asked the caregiver (cg) what alarm occurred and when, the cg stated he was not sure. He said the hc got to cycle 4 of 5. The tsr had the cg turn the hc on and the hc went to press go to start. The tsr reviewed the alarm log (B)(6) 2012, and found 4:16 se 2367 and 4:03 se 2240. The tsr asked the cg the troubleshooting questions. The tsr explained the alarms and that the alarms had been cleared. The tsr explained the hc was operational and recommended the cg contact the registered nurse (rn) about the se 2240 and se 2367 alarm. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected, no patient extension line being used and no open clamps on any unused lines and nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and it was unk how they would finish therapy. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the rn on (B)(4) 2012, and she was not aware of the hp having had that alarm. She would discuss the alarm with the hp the next time she sees them. As far as she knows they have been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. This writer made repeated unsuccessful attempts with the hp at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly.